Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative replaced the reaction cell, adjusted the basic wash washing level, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable albumin bcp results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 69.8 g/l, and the repeated result was 42.6 g/l. The sample was repeated because the initial result didn't match the patient's clinical history.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.